Manufacturer narrative:
Lot review showed 950 each manufactured, tested, inspected and released with no anomalies in april 2015.

Event description:
Complaint received stating " pt was sent home with a cadd pump set up in a poppy pocket. The ch-12 failed upon pt sitting down at home. The ch-12 broke in half, allowing chemo to spill all over pt. A 5fu was the chemo being delivered". No serious pt consequences reported.

Manufacturer narrative:
Visual analysis: 08/12/2015 - received the following devices. One used ch-12, bag spike w/clave, dry spike adapter, lot number 3032795 (manufactured april 2015), one used secure 100ml IV bag, one used accessory pumpset make/model unk, one new poppy pocket infusion freedo, three new ch-12, bag spike w/clave, dry spike adapter, lot number 3032795 (manufactured april 2015). The ch-12 is confirmed to be separated at the bonding site between the dry spike and the bag spike adapter. Investigation: a mating device spike was inserted into the dry spike adapter and the tip of the spike was damaged (blunted). This kind of spike blunting can cause an increase in connection forces between the mating device spike and dry spike adapter. The solvent bond between the dry spike adapter and spike appeared to have full solvent coverage. Analysis summary: the complaint of ch-12 bag spike with dry spike adapter separation was confirmed. The dry spike adapter was separated from the bag spike at the solvent bond. The bond appeared to be good with full solvent distribution at the bond interface. Subsequent testing of the new/unused ch-12 bond integrity confirmed that the bonds are adequate. The damaged spike tip inserted into the dry spike adapter suggests that greater than normal forces may have been applied to the dry spike adapter/bag spike bond interface while inserting the spike into the dry spike adapter.